Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3389s-40, lot# v210850, implanted: (B)(6) 2009, explanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that there was a lead revision on (B)(6) 2012 to remove the lead from the right subthalamic nucleus and implant the right internal globus pallidus. The existing extension was reconnected. Four days later, it was reported that the cause of the lead revision was unknown and the patient outcome was unknown. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).